Event description:
The patient reported that they fell on their back when they had snow/ice this year and the patient felt an electrical shock a few days prior to the report. Additional information received from the patient indicated they told their pain doctor about the electrical shocking. The circumstances that led to the shocking included that the patient fell on the ice a few months ago. Steps to resolve the shocking included having an adjustment to stimulation, however the shocking issue was not resolved. The implantable neurostimulator (ins) was indicated for spinal pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.